Event description:
Complainant alleged that during biomed testing the device did not sync on the appropriate segment of rhythm. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the product for eval and this complaint is still under investigation.